Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per position specification. Deformation was evident to the proximal stent wraps. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. Kink visible on the distal shaft. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use two resolute integrity rx coronary drug eluting stents to treat a mildly tortuous, moderately calcified lesion exhibiting 95% stenosis located in the mid/proximal diagonal branch. The devices were inspected with no issues noted. The lesion was pre-dilated. The devices did not pass through a previously deployed stent. It was reported that both stents failed to cross the lesion. The procedure was completed using another resolute onyx rx (rsint27526x) for the mid diagonal lesion and a non-medtronic stent for the proximal diagonal lesion. It was stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient was reported to be alive with no injuries.